Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, opening on anterior. A visual and microscopic analysis was performed which identified opening striated and crease fold. Base on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. Wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported left side rupture and "rippling". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and "rippling". Device has been explanted.